Event description:
Reportedly a 6900p mitral valve was placed in the tricuspid position was explanted after approximately a 3 month implant duration due to valve leaflets were completely frozen open. There was some pannus on the valve. The patient had right sided heart failure and believe patient has rheumatoid arthritis. The surgeon is wondering if there are some inflammatory properties at play that froze the leaflets open. The leaflets were as hard as a rock per sales representative. The 6900p valve was replaced by a mosaic. The surgeon would like to know if there are any other valves out there with the same issue? The valve is not available for return due to the surgeon would like to do some research on the valve. A 6900p, 29mm has been chosen as device size until the actual device size is known.

Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
(B) (4) the complaint device was received and evaluated by a baxter service technician. The reported condition of "over-infusion during patient use" was not confirmed. Visual and functional testing were performed and the failure could not be duplicated. The device performed within product specifications. No further action is warranted at this time. The device was returned to the customer.

Event description:
The facility representative reported a flogard in which "pump 2 is infusing more than it is set for" during patient use. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. Additional information was not available.